Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged discrepant back to back blood glucose results of 304, 552, 196, 246, 96, 239, & 115 mg/dl all taken within five minutes, on the advantage system and strip lot 549244, with expiration date 11-30-2007). Customer stated these results were found in the meter memory; however, no specific time and date were set. Pt did not provide the location where the discrepant results were obtained. As a result, no actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.